Event description:
It was reported that the home patient (hp) experienced peritonitis. On an unreported day, the patient was hospitalized. The patient was treated with vancomycin 2 g/2 l (route and frequency not reported) and meropenem 500 mg/2 l twice daily (route not reported). At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.